Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was ejecting the clips with no formation into the abdomen. The clips were retrieved by graspers through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clip within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.